Event description:
Capsular contracture on right side, treated with both open & closed capsulotomy in past. Left side was asymptomatic. At surgery, both implants were found to be ruptured with free silicone present in both instances. Removal was difficult, with surgeon stating that implant shell dissolved upon removal, having no remaining structural integrity. All visible free silicone was removed.